Event description:
It was reported that the user filled the infusion tubing with insulin while connected to the body during an initial cartridge change on the ilet system, and user education was provided with no device alerts or alarms. Symptoms included no clinical effects. Outcomes included no impact on the user¿s health and no need for medical care. Investigation included a review of the event details and user re-instruction on proper setup technique. Investigation of this case revealed user procedural error during cartridge change while connected via the infusion set. It was concluded that the device functioned as designed and that user retraining resolved the issue.